Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarms and motor error alarms. The customer's blood glucose level during the incident was 582 mg/dl. The customer treated with injections. The customer¿s current blood glucose was 504 mg/dl. The product was returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.